Manufacturer narrative:
Investigation ¿ evaluation: the holmium laser fiber was not returned for analysis. Photographs were not provided. Without the actual device, a physical examination could not be performed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record could not be performed as the lot number of the device was not provided. A review of complaint history also could not be performed without the device lot number. Based on the information provided and the results of our investigation; the root cause of this reported issue could not be determined and a conclusion could not be drawn. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. The appropriate personnel have been notified of this event.

Manufacturer narrative:
(B)(4). K124030. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported while using the cook® single-use holmium laser fiber from the first laser shot the fiber broke at the distal part. Requests for additional patient information and event details have been unanswered. As reported, no medical or surgical intervention was required.